Event description:
It was reported that 2 pen ndl 32ga 4mm 100 bx 1200 ca were unable to prime during use. The following was reported by the initial reporter: "consumer reported, no insulin flow when priming"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that there was no insulin flow when priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32ga 4mm 100 bx 1200 ca were unable to prime during use. The following was reported by the initial reporter: "consumer reported, no insulin flow when priming."